Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review identified packaging label log error for 04.632.750, lot #6900136, verification line has wrong year on date. Other dates on log by same operator are correct, this documentation mis-write will have no affect on quality of product or have affect on complaint condition. Supervisor was notified to make appropriate correction. No other discrepancies were noted that would be associated with this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: the matrix screw and components exhibit post production/acceptance damage that includes: nicks and scratches to the sd25 face and visual deformation to the form. The m6 5x0.75-6h thread had approximately 25% of threads peeled away. All described nonconformities/damage is not related to manufacturing process. M6.5x0.75-6ht thread profile could not be measured because of damage as described in complaint description. The complaint is confirmed, but unconfirmed from a manufacturing perspective. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there is a possibility of deformative damage of the star drive and the threads inside the bone screw head of 04.632.750. The damage to the threads on the tip of the holding sleeve of 03.632.002 was found. The matrix system was used for an intervertebral stenosis at l4-l5 region. During the surgery, the surgeon decided to replace a screw for l5 after he inserted four pedicle screws at l4-l5. He distracted the screw at l5 used by a t25 stardrive straight hand, and then he attempted to implant again a component of the star drive shaft, 03.632.002 and the holding sleeve, 03.632.001. However, the driver could not pick the screw and he found the difficulty of its implant. He also found that there was a breakage of the thread of the holding sleeve. Although he tried to compose another sleeve and another star drive shaft, the damage occurred on the sleeve again as he experienced it before prior. The surgeon used a new screw and new implants to complete the surgery. The surgery was extended for 30 min due to this event. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.